Manufacturer narrative:
It was reported by the facility that it is believed, the machine had nothing to do with the pt's condition. Due to the facility's policy, any requested follow-up pt related information was not reported. The machine was operationally checked by the facility's trained technician and found to function normally. The machine was put back into operation. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. B.braun is requesting a copy of the trend file for evaluation. All available information has been provided to the actual manufacturer for evaluation. The trend file will be forwarded to the actual manufacturer if it is received. If any pertinent information becomes available through the trend file evaluation, a follow-up report will be filed.

Event description:
This incident was reported to b.braun technical support by the facility's machine technician who was performing a functional test of the machine at the time: during the course of a dialysis treatment, the pt passed away. This occurred suddenly during the treatment. The technician did not have any additional details, recommended talking to (B)(6) for the contact person. However, she is not available today ((B)(6) 2011) to contact her on mon (B)(6) 2011, to get additional details. He did say that he will send a trend file for review and he does not believe this had anything to do with the machine. Will update information on (B)(6) 2011. On (B)(6) 2011 - additional information provided by the facility indicated it is not believed the machine had anything to do with the pt's condition. The facility has declined any follow-up pt related information, indicating as part of their facility's policy they can not give out any pt related information at all. However, it was reported that all of the pts they treat have some sort of pre-existing medical condition. The machine was operationally checked by the facility's technician and was found to function properly. The machine was put back into use. The facility will forward a copy of the trend file to b.braun for evaluation.